Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys troponin t stat assay results for multiple patient samples that were discovered when the ER called on (B)(6) 2017 stating an abnormal amount of troponin t results had been reported out as positive. The customer used cobas 8000 e 602 module serial number (B)(4). The customer stated that the issue appeared to be limited to one reagent pack that had been loaded on the analyzer as a stand-by pack. The customer removed this reagent pack. The customer repeated all of the affected samples on another cobas 8000 e 602 module in the laboratory and they resulted as negative. The customer also repeated the samples on the new pack on this analyzer and they also resulted as negative. Refer to the attachment to the medwatch for all patient data. The ER staff ran troponin I testing on the samples using an istat and the results were negative. The ER physician stated some of the patients were admitted to the hospital based on the false positive results. No further procedures had been performed on these patients. The patients who had testing performed on the istat were not admitted. There was no allegation of an adverse event. The field service representative checked all alignments of the analyzer and ran precision testing which passed within specification. The investigation found there was an issue with the one reagent pack. The issue was most likely caused by improper storage temperature or position. Based on the data provided, a general reagent or instrument issue can be excluded.